Event description:
The granddaughter of an (B)(6) year old male pt called zoll customer support to report that the pt's battery charger was not charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted u13 cmos flash microcontroller and q1 current controlling transistor. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/ modem. The pt received a replacement battery charger/modem.